Event description:
It was reported that the tip of the universal slap hammer broke off inside of the top of the global advantage broach handle while trying to remove a previously implanted global stem. All pieces were retrieved. The slap hammer was no longer functional and it caused a 1 hour delay in surgery. No additional information is available. This complaint is used to capture the universal slap hammer.